Event description:
During surgery to implant indus invue anterior cervical plate system, the surgeon was inserting screws that hold the plates in place. The tip to the driver broke off inside the screw. The broken driver tip was removed, and another was used to insert the remaining screws successfully. The surgery was completed and no harm was caused to the patient. This instrument malfunction does impair the ability of the surgeon to successfully complete the implantation of the indus invue anterior cervical plate system and could possibly lead to an extension of time in surgery had there not been another driver available.

Manufacturer narrative:
This report is identical to 3005977257-2012-00003. The issue with the indus solid tipped driver with this report is similar to the issue in mdrs 3005977257-2012-00001, and -00002 with exception that the tip breaking off of the driver does present a more substantial risk to the patient than in the two above mentioned cases. This risk necessitates the filing of a medical device report. The issue with these drivers was that initially the tips were too long and interfered with their ability to insert screws during surgery. This design was revised with a shorter tip to avoid the interference, but these were the ones that started to break, as in the case of this report. The next two revisions were designed with tips that fit better with various sized screws, and the problem was mitigated. The driver in this case was returned and visually inspected by the engineering and design team who were able to conclude that the tip length was the issue.